Event description:
According to the initial information received, the patient experienced a myocardial infarction on november 8 and was admitted to the cath lab to close the patient's ventricular septal defect (vsd). Due to the patient's deteriorating condition, percutaneous intervention was the sole option to close the vsd as physicians predicted a 100% mortality risk should the patient undergo surgical intervention. A 26mm amplatzer septal occluder (aso) was used and deformed into a cobra shape upon deployment. The aso was removed and a 28mm aso was attempted. (Note, the use of an aso to close a vsd represents off-label use of the device.) Due to a kink in the amplatzer torqvue 45° delivery system's sheath (dtv45), the 28mm aso could not be advanced so the aso was removed and the dtv45 was discarded. Due to the presence of increasing pericardial effusion, which was observed post-procedure, the procedure was aborted. The patient's condition was reportedly stable.

Manufacturer narrative:
The delivery system was discarded so we are unable to perform analysis to investigate the reported complaint. Congenital anomaly/birth defect was checked in error. "No" should have been checked (not "yes"). Delivery system was discarded.

Manufacturer narrative:
The delivery system was discarded so we are unable to perform analysis to investigate the reported complaint. Delivery system was discarded.

Event description:
According to the initial information received, the patient experienced a myocardial infarction on november 8 and was admitted to the cath lab to close the patient's ventricular septal defect (vsd). Due to the patient's deteriorating condition, percutaneous intervention was the sole option to close the vsd as physicians predicted a 100% mortality risk should the patient undergo surgical intervention. A 26mm amplatzer septal occluder (aso) was used and deformed into a cobra shape upon deployment. The aso was removed and a 28mm aso was attempted. (Note, the use of an aso to close a vsd represents off-label use of the device.) Due to a kink in the amplatzer torqvue 45 degrees delivery system's sheath (dtv45), the 28mm aso could not be advanced so the aso was removed and the dtv45 was discarded. Due to the presence of increasing pericardial effusion, which was observed post-procedure, the procedure was aborted. The patient's condition was reportedly stable.